Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that a replacement occurred last week and the patient was an (B)(6). It was noted that something was wrong or had moved. Additional information was received. It was reported that the patient was in the office for a battery check due to the length of time she had it implanted; the hcp asked to check the capacity to see if it was due to be replaced. The rep mentioned that they did an impedance check and all of the electrodes were greater than 4000 and the patient did not feel any flutter on any program. It was noted that the device worked well until it stopped approximately 6 months earlier and her baseline symptoms returned. It was stated that during conversations the patient mentioned having a condition where her hips would come out of place and she had a history of falls. It was indicated that 6 months earlier she began wearing leg braces that changed her gait and helped support her while walking. The rep reported that the timeframe correlated with the time the device stopped working and due to the impedances and the battery capacity the hcp decided to explant and re-implant the entire system. There were no further symptoms or complications reported or anticipated.